Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient comes to the hospital were the rx shows a modular neck fracture. During the revision surgery all the femoral prosthesis was explanted and a revision prosthesis was implanted.